Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery on (B)(6) 2019 due to post op fracture. Surgeon implanted a new long stem ø8 and stantard humeral cup ø40/+9. Further information, including explanted product information or date of primary surgery is unknown.